Event description:
In 2004, while using their sound processor, the pt reportedly experienced an overly loud sensation followed by no sound. The following day the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.